Event description:
Ous MDR - after an implantation time of about 23 months, oversensing with inappropriate shocks was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - upon receipt, the lead itself was found dissected in three parts. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis demonstrated that the integrity of the lead was compromised due to abrasion of the lead's insulation some 55 cm distal to the is-1 connector pin. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive and continous mechanical stress. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Additional damages, such as the deformation of the shock coil and the uncovered connector cables to the rv shock coil and ring electrode some 50 cm distal to the is-1 connector pin, resulted most likely from mechanical stress during the explantation procedure. The analysis did not demonstrate any sign of a material or manufacturing problem.